Event description:
It was reported that this right ventricular (rv) lead exhibited shock lead impedance high out of range. Technical services (ts) was consulted and recommended checking for possible electromagnetic interference (emi) if it reoccurs. The lead remains in service. No adverse patient effects were reported.